Manufacturer narrative:
(B)(4). Date of initial report : 11/24/2015. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a splenectomy, an activation tone was heard but the tissue was not sealed and there was no evidence of thermal spread where the device had been used. Another device was opened and used to successfully complete the procedure. There was no patient injury or bleeding.

Manufacturer narrative:
(B)(4).the device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. A full thermal effect was visually verified. Covidien was unable to confirm the customer¿s report.